Manufacturer narrative:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not advance and was not visible after shuttling down. Hemostasis was achieved through manual compression. There was no reported patient injury. The mynx vcd was stored and prepped according to the instructions for use (IFU). It was used in a diagnostic procedure with a retrograde approach, and the deployer was certified in mynx training. The femoral artery's suitability was verified through angiography, and the vessel type was arterial, with a diameter greater than or equal to 5 mm. Vessel tortuosity and the presence of peripheral vascular disease (pvd)/calcium at the puncture site are both unknown. No resistance or friction was experienced as the vcd was advanced through the sheath, and the sheath was not kinked or bent. The sealant was not stuck to device components. The user successfully shuttled down completely without resistance or unusual force during sheath retraction. The advancer tube was not visible. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was connected to the device along with a cordis sheath inserted onto the unit. The advancer tube was returned attached to the device in its manufactured position, and the sealant was also observed in its manufactured position. However, significant blood exposure was noted, and the sealant showed premature swelling conditions. The sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained showed that no problems in the device¿s deployment mechanism could be confirmed, as it functioned as expected by advancing the advancer tube. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (even though the user reportedly shuttled down completely with no resistance). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 5f myngrip vascular closure device (vcd) did not advance and was not visible after shuttling down. Hemostasis was achieved through manual compression. There was no reported patient injury. The mynx vcd was stored and prepped according to the IFU. It was used in a diagnostic procedure with a retrograde approach, and the deployer is certified in mynx training. The femoral artery's suitability was verified through angiography, and the vessel type was arterial, with a diameter greater than or equal to 5 mm. Vessel tortuosity and the presence of pvd/calcium at the puncture site are both unknown. No resistance or friction was experienced as the vcd was advanced through the sheath, and the sheath was not kinked or bent. The sealant was not stuck to device components. The user successfully shuttled down completely without resistance or unusual force during sheath retraction. The advancer tube was not visible. The device is being returned for evaluation.